Manufacturer narrative:
MDR - device 3 of 4. Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain on 15-april-2024, it was reported by the patient that four infusions set fell off due to tape not sticking. The infusion set was in use for few hours. No further information was available